Manufacturer narrative:
The revision reported was likely the result of infection. However, this cannot be confirmed as the devices were not available for evaluation. Any ¿surgical site¿ infection noted in a patient that is greater than 3 months postop from a total joint surgical procedure is highly unlikely to be related to the surgical procedure for placement of the total joint or the device itself [1]. The reported infection occurred greater than 6 months after the index surgery. Therefore, neither the DHR nor sterilization records were reviewed. Superficial or deep infection is listed in the general surgical risks section of the equinoxe shoulder system IFU 700-096-060 rev m. 1. Acute infection in total knee arthroplasty: diagnosis and treatment juan carlos martínez-pastor,* francisco maculé-beneyto, and santiago suso-vergaraauthor information article notes copyright and license information disclaimeropen orthop j. 2013; 7: 197¿204. Published online 2013 jun 14.

Manufacturer narrative:
Pending evaluation. Concomitant devices: humeral head (cn: 310-02-47; sn: (B)(4)). Replicator plate, 4.5mm (cn: 300-10-45; sn: (B)(4)). Pegged glenosphere (cn: not reported; sn: not reported).

Event description:
Revision due to infection. The patient had cultures taken that were positive for infection.